Event description:
The patient reportedly experienced overly loud, painful stimulation while using the device. The patient was advised to discontinue use of the device external equipment was exchanged and programming adjustments were made. Testing revealed that the device is functioning. Surgery to explant the patient's device is under consideration.